Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave a reading of 340 mg/dl when the blood glucose was actually 587 mg/dl. He also reported that when the blood glucose reading was 444 mg/dl, the sensor reading was 212 mg/dl. Customer treated with the insulin pump and with manual injection. Customer was advised on procedure for calibration and sensor insertion. Nothing further was reported.